Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (B)(6) was implanted in a female patient due to congenital hydrocephalus via ventriculoatrial shunt on (B)(6) 2023, with a set pressure of 160mmh²o. The patient was discharged from the hospital in late january. During the outpatient visit in early february, it was confirmed that hydrocephalus was progressing and cerebrospinal fluid (csf) was leaking from surgical wound. An attempt was made to change the pressure of the valve using a high power magnet however, the hakim programmer failed. There was a suspicion of obstruction therefore, the valve, peritoneal catheter, and ventricular catheter were removed on (B)(6) 2024. When extracting, the surgeon noticed the damage in silicone housing of the valve. The patient is on external drainage. She had fever with antibiotic treatment. The patient is on follow-up and v-a shunt will be performed after 2 to 3 weeks.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 7274169, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 160 mmh2o. The valve was visually inspected, a tear/cut in the silicone housing was noted along the siphon guard and over the valve casing. The valve was hydrated. The valve failed the test for programming. Flush, leak, reflux and siphon guard tests could not be performed as the siphon guard was damaged. The pressure test could not be performed as the device could not be programed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. A visual control magnetizing engines was performed; a normal polarization was noted. Root cause analysis - the possible root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation. The root cause for the ¿siphon guard damaged¿ due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in instructions for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a.